Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead displayed loss of capture. The patient was also experiencing muscle stimulation. The x-ray revealed that this lv lead had dislodged. A revision procedure was performed and a new lv lead was attempted to be implanted. This new lead was unable to advance through the target branch. The previous lead was attempted to be repositioned, but was unable to advance through the target branch. A venogram revealed a dissection of the target branch. The new lead was again attempted to be implanted through a new target branch but displayed high pacing threshold measurements. The previous lv lead was implanted in new target branch with acceptable pacing threshold measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.